Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was attempting to use an ar-4500, meniscal cinch, lot 1186044 ((B)(6) (B)(4)) after tightening the sliding knot down to the meniscus it was noticed that both peek implants pulled back through the capsule. The implants were removed and another ar-4500 ((B)(6) (B)(4)) of the same lot was opened and again, the peek implants pulled back through the capsule. The implants were removed. Another ar-4500, lot 400975 ((B)(6) (B)(6)) was opened. When the surgeon tried to tighten the sliding knot the suture became tangled. The knot would not slide anymore and the construct was not tight. The surgeon cut the suture out and the 2 peek implants were left behind the capsule in the patient. The puncture where the peek implants went into the capsule could be seen, and according to the surgeon palpating them with a probe, surgeon felt they were secure where they were. Another ar-4500, lot 10032824 was opened and was successfully implanted with no incident. Another ar-4500, lot 10023993 ((B)(6) (B)(4)) was attempted but the sutures became tangled upon tightening. This time, as the surgeon pulled and pushed with the knot pusher, the two peek implants came back through the capsule and were able to be completely removed. Another ar-4500, lot: 10023992 ((B)(6) (B)(6)) was attempted but both peek implants pulled back through the capsule. The surgeon had wanted to put another ar-4500 adjacent to the successfully implanted meniscal cinch to bolster the fixation. However, the meniscus was reduced back to the capsule from the one successfully implanted device.